Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer¿s other blood glucose value was 256 mg/dl. The customer stated that the he was not getting enough insulin and he had to give himself manual injections. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information related to event has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that customer's blood glucose levels at the time of incident was 412 mg/dl and also had level of 272 mg/dl. The reservoir had lots of air bubbles. The insulin pump passed the high pressure test.